Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for event was not reported. At the time of this report, the patient is recovering from cloudy effluent and suspected peritonitis outcome was unknown. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b7 and d10. B5: upon follow up, it was reported suspected peritonitis was diagnosed as peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized and treated with meropenem injection (1g, once daily, intraperitoneal, discontinued on an unknown date) and vancomycin injection (1g, every 72 hrs, intraperitoneal, discontinued on an unknown date) for peritonitis. Pd therapy was discontinued. Patient shifted to temporary hd. Same hd was ongoing till death. Should additional relevant information become available, a supplemental report will be submitted.